Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. It has been over 7 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The e315 error, occurs when connecting an unsupported scope, or when the product or endoscope is defective. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during a diagnostic procedure preparation, their evis exera iii video system center displayed an e315 unsupported scope error with several scopes. According to the initial reporter, the procedure was completed by switching to another tower. Reportedly, the procedure took a little longer, but there was no negative impact to the patient.